Event description:
It was reported by a nurse that a vns pt experienced hypoxia after a programming session with her treating neurologist. The nurse indicated the pt's oxygen level dramatically dropped and was placed on oxygen after the vns programming. At the moment the nurse is not able to tell if the condition is exacerbated by vns; however, the pt's seizures are very well controlled since vns implant. Additional info was received from the treating neurologist indicating the pt a current conditions of tracheostomy, recurrent pneumonia and edema. However, the neurologist still increased the pt's settings. Moreover, at the moment it is likely that vns stimulation is exacerbating the current medical conditions of the pt. However, clear evidence has not been provided to confirm vns is a direct contributory factor for the reported hypoxia. Lastly, current diagnostics indicate the device is working within normal limits.